Event description:
An authorized service provider (asp) contacted ventec to report that the device had no ventilation output. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issue of no ventilation output was confirmed. The asp replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the blower.